Manufacturer narrative:
Unknown taper. This event was captured in a literature article published in september, 2018. The reporter of the event was asked if the product was available for analysis and to provide device and patient information. To date, apollo has not been able to confirm device information from the reporter. Without device or device serial, the taper type is unknown. Further information has been requested of the reporter regarding: implant date, explant date, date of occurrence, and additional patient information. If returned, visual examination may confirm or determine another taper type associated with this event. Related medwatches sent for this article are: 3006722112-2018-00284, 3006722112-2018-00285, 3006722112-2018-00286, 3006722112-2018-00287, 3006722112-2018-00289 and 3006722112-2018-00290. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Literature review performed: "weight loss outcomes of laparoscopic adjustable gastric band with plication: a single center experience of 66 patients with 18-month follow-up" daniel cottam et al. Obesity surgery 2018. Three lap-band patients experienced long term complication of dysphagia because of maladaptive eating. The band was removed within 12-54 months after implant surgery. This report is for patient three of three.